Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the procedure was to treat lesions in the right coronary artery (rca) and the circumflex (cx). Two xience skypoint stents (3.50x48mm and 3.50x18mm) were implanted in the rca and two xience skypoint stents (3.0x15mm and 3.0x23mm) were implanted in the cx. Post procedure the patient experienced ekc changes, elevated pressures and a blown pupil. The patient went into cardiac arrest therefore resuscitation was attempted; however the patient died. In the physicians opinion, the cause of death is unknown however it is possible the stents may have clotted. No additional information was provided.

Event description:
It was reported the procedure was to treat lesions in the right coronary artery (rca) and the circumflex (cx). Two xience skypoint stents (3.50x48mm and 3.50x18mm) were implanted in the rca and two xience skypoint stents (3.0x15mm and 3.0x23mm) were implanted in the cx. Post procedure the patient experienced ekc changes, elevated pressures and a blown pupil. The patient went into cardiac arrest therefore resuscitation was attempted; however the patient died. In the physicians opinion, the cause of death is unknown however it is possible the stents may have clotted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effects of death, thrombosis and hypotension are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.